Event description:
Extension set is connected to a primary test that is used to infuse tpn solution. Customer reported extension set leaking and caused a drop in pt's blood sugar to less than 40. Pt required treatment with concentrated dextrose solution. Set requested, but not received. If set received, a follow up report will be sent when the investigation is completed.